Event description:
It was reported that the pump battery failure alarm does not work. There is unknown patient involvement. No adverse event/patient harm reported.

Manufacturer narrative:
Unknown; no information has been provided to date. One pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. No issues were found in the event history log. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing was unable to duplicate the issue. No further action will be taken. E1: initial reporter phone number (B)(6).